Event description:
It was reported by service report that the right head end outer side rail panel was cracked and the handle area of the panel was broken off and missing. There were sharp edges around the broken molded handle section of the panel and some fluid stains on the inside of the outer panel. No patient involvement or adverse consequences are reported.